Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please verify, did the second device also had suture breakage issue? It is reported that ¿it was not passing through tissue¿. Was the issue related to needle (needle blunt/ tip broken/other etc.)? Or was the suture thread not passing through the tissue?

Event description:
It was reported that a patient underwent a chin laceration closure on (B)(6) 2018 and suture was used. During the procedure, the suture strand broke approximately 1/2" from the swage. Another like device was used to complete the procedure with no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. A needle/suture piece was received for analysis. During the visual inspection of needle/suture piece was examined and the swage and attachment area were as expected. The body suture was flat and the end was cut appears to be by the use of a surgical instrument. According to open sample, the assignable of breakage suture and surface related defect - suture, suggest an improper handling of the sample. Also, an unopened sample that was returned for analysis was examined and no defects were found on the packet. The sample was opened and the swage and attachment area were as expected. The suture was examined along of strand and no defects or breakage suture was found. Functional test was performed on the samples using a instron the tensile force met the requirements. According to unopened sample no breakage suture and surface related defect - suture were found.